Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted during a procedure on (B)(6) 2012. According to the complainant, the indication for the procedure was palliative treatment for a stenosis caused by direct invasion of pancreatic tail cancer. The stenosis was located in the descending colon and was 4.5cm in length. The stent placement procedure was completed without issue on (B)(6) 2012. Following the stent placement procedure, the patient's crp (c-reactive protein) levels increased. Stomach pain was not confirmed. The complainant suspected that a perforation caused the increase in crp. A CT scan was performed; however, the scan did confirm the presence of free air or show evidence of a perforation. The patient was treated with antibiotic medication and the inflammation subsided gradually and resolved on the morning of (B)(6) 2012. In the middle of the night on (B)(6) 2012, the patient vomited blood and the patient passed away during transfer to the treatment room. According to the physician, the cause of the patient vomiting and death are unknown but the events were not believed to be caused by the stent. The physician did not allege a complaint against the stent. The physician noted that the patient's overall condition had been poor due to the pancreatic tail cancer.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted during a procedure on (B)(6) 2012. According to the complainant, the indication for the procedure was palliative treatment for a stenosis caused by direct invasion of pancreatic tail cancer. The stenosis was located in the descending colon and was 4.5cm in length. The stent placement procedure was completed without issue on (B)(6) 2012. Following the stent placement procedure, the patient's crp (c-reactive protein) levels increased. Stomach pain was not confirmed. The complainant suspected that a perforation caused the increase in crp. A CT scan was performed; however, the scan did confirm the presence of free air or show evidence of a perforation. The patient was treated with antibiotic medication and the inflammation subsided gradually and resolved on the morning of (B)(6), 2012. In the middle of the night on (B)(6), 2012, the patient vomited blood and the patient passed away during transfer to the treatment room. According to the physician, the cause of the patient vomiting and death are unknown but the events were not believed to be caused by the stent. The physician did not allege a complaint against the stent. The physician noted that the patient's overall condition had been poor due to the pancreatic tail cancer. Correction: the statement "a CT scan was performed; however, the scan did confirm the presence of free air or show evidence of a perforation." Is incorrect. The event should state "a CT scan was performed; however, the scan did not confirm the presence of free air or show evidence of a perforation."